Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot pedal was not working. Fse did the troubleshooting and confirmed that foot pedal was not responding. The fse replaced the wired foot pedal. After replacement of the wired foot pedal, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot pedal is not always responding. There was no reported patient or user harm.